Event description:
Procedure performed: unknown. Event description: cord of the inzii bag "broke" when the inzii was in the abdomen. There where loose pieces of cord in the abdomen. Used a new inzii to put this out, not known how it happened, and what action was done when this happened. Asked contact person for more information. New inzii bag was used to remove the loose pieces of cord out of the abdomen. Intervention: new inzii bag was used to remove the lose pieces of cord out of the abdomen. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: updated the brand name in section d1 and added the primary unique device identification (UDI) number in section d4.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: cord of the inzii bag "broke" when the inzii was in the abdomen. There where loose pieces of cord in the abdomen. Used a new inzii to put this out, not known how it happened, and what action was done when this happened. Asked contact person for more information. New inzii bag was used to remove the loose pieces of cord out of the abdomen. Intervention: new inzii bag was used to remove the lose pieces of cord out of the abdomen. Patient status: unknown.